Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12-sep-2018, with the following findings: during investigation, it was found that the ok key did not spring back and was over responsive. The keypad cover was removed and the ok key contact was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the ok key did not spring back and was over responsive. The keypad cover was removed and the ok key contact was found to be cracked. This report is made based on results of investigation completed on 12-sep-2018.